Event description:
Report one of three received, of the tubing set separating right below the filter. The pt was receiving tpn 2.5 liters over eight hours. The customer reports that on three separate occasions, the separation occurred after the tpn had been infusing for awhile. The pt uses an anti-siphon valve, so there was no bleed back or blood loss. The pt reportedly connected to the tpn and sat on the couch and fell asleep. When the pt woke up, 2 liters of the tpn had infused into the couch. No report of decrease in their blood sugar. Six months ago this pt had an isolated separation, it is unknown to the rptr where on the tubing set the separation occurred, how much tpn leaked or how the pt discovered the separation. The pt reported to the customer "pt felt a little different." Pt then checked their blood sugar and noted it had decreased, value unknown to the rptr. The pt ate something and was reported to be "fine." The pt had extra tpn and tubing sets in their home. Once the leak was discovered, the bag and tubing set was changed. This pt routinely checks their blood sugars 15 minutes and 1-hour after conneciton to the tpn and after the tpn has completed. No report of adverse pt effect. Additional patient information was requested, but no further information was available.